Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:flex user guide: never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after completing the fill tubing sequence. Reportedly, the cartridge was filled with 480 units of insulin. The customer reloaded the same cartridge and received an accurate fill estimate. Additionally, it was reported the customer was connected while the fill tubing sequence was performed. The customer's blood glucose (bg) level was 131mg/dl. Multiple follow-up calls were performed to ensure the customer's bg level did not decrease and the customer's bg levels during follow-ups were 124mg/dl and 133mg/dl.